Event description:
Patient reported right side ¿rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side ¿rupture.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the radius side assessed as unidentified ( tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). No additional observation. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted.

Manufacturer narrative:
F2203 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.